Event description:
It was reported that the patient presented to the clinic with no response to an increased baclofen dose. The patient was experiencing increased tone and had a small bulge over the lumbar incision. The decision was made to perform an exploratory surgery on (B)(6) 2010. The surgeon made an incision over the pump incision site and visualized the connection for the sutureless connector to the pump. He felt that the sutureless connector was articulating well with the pump and didn't feel there was a disconnection. The sutureless connector was then disconnected from the pump. There was immediate retrograde backflow of cerebrospinal fluid. The surgeon withdrew 3 cc of cerebral spinal fluid to clear the catheter and to ensure that the catheter was patent and intact in the intrathecal space. The sutureless connector was then reconnected to the pump. An incision was made over the spinal catheter site. The v-wing anchor was still intact with the original suture, so the anchor was just reinforced with more sutures and the incision was closed. The patient was restarted on lioresal 1000 mcg/ml with a daily infusion rate of 70 mcg/day. The previous infusion rate was 144 mcg/day. Post-operatively the patient was admitted to the hospital to observe for withdrawal symptoms and dose titration.

Manufacturer narrative:
(B)(4).